Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the right ventricular (rv) lead and the atrial lead was noted. Diagnostic imaging confirmed clavicular crush of both the rv and atrial leads. The leads were explanted and replaced. The patient was stable with no adverse consequences. No additional information is available. Related manufacturer report number: 2017865-2018-10351.